Event description:
Groshong catheter was removed by dr, and end of catheter was missing. Unable to determine when tip of catheter came off. Aprox 5-6cm missing. Device had been placed in the left subclavian.